Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens implant procedure, she is having trouble seeing at a distance, tv and driving is difficult. At the consumer's request, the surgeon was not contacted.